Event description:
Baxter reported the following: the pt found they had to tighten the pt line very hard in order to stay connected. Because they tightened so much they found it difficult to then remove the mini-cap. Add'l info rec'd from baxter indicates that the lineo cap/lineo shell connection was noted as being loose. The pt noted the loose connection before therapy began. No pt injury or medical intervention was reported by baxter.